Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) pacing threshold increased to high levels the day following implant. The physician ordered a chest x-ray and was satisfied with the device placement. The physician is planning to re-check the ipg in two weeks. The ipg remains in use. No patient complications have been reported as a result of this event.